Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead . Product ID: 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported the patient's implantable neurostimulator (ins) was replaced due to a malfunction. In (B)(6) 2015 the patient had sensations on the left side of their neck and high impedances were measured on a number of contacts. Since the patient's implantable neurostimulator (ins) was nearing end of life, the hcp decided to replace the ins and explore the system to determine if there was an ins malfunction, extension/lead malfunction, or a lead fracture. After the ins was explanted and replaced during the revision, impedances of the new ins were checked. The impedances remained high. The extension/lead connection site was opened and the extension was explanted and replaced. Impedances remained high, but contacts 1 and 2 had improved. The hcp through there was a lead issue. There were no other options at the time of the revision so the patient was closed and sent to recovery. Follow up with the hcp indicated the cause of the event was a lead fracture. The issue was resolved after replacing the extension. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.